Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary ==> the product has not returned to j&j medtech orthopaedics, however a photo was provided for review. The photo investigation revealed that expressew iii needle pk5 had the tip broken. The broken fragment was not visible. The overall complaint was confirmed as the observed condition of the expressew iii needle pk5 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device; it is possible that there was use of pliers to try and disassemble the needle. As per IFU, inspect the device prior to use to ensure proper mechanical function. Cleaning and maintenance instructions are provided, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a shoulder arthroscopy procedure, it was discovered that the expresse iii needle pk5 device broke. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. B5: during a subsequent follow-up with the customer, additional information was obtained. The reporter clarified that the expressew iii needle pk5 device was used in conjunction with the expressew iii suture guide. It was reported that the needle tip broke while pulling the needle applier and pushing the suture through the tissue. The exact length of the broken fragment was unknown. The operator immediately searched for the broken tip, but it was not found, even with the assistance of a c-arm during the procedure. The operator determined that the fragment was likely flushed out of the body by intra-articular flushing fluid. No foreign body was detected inside the patient using the c-arm. As a result, a new device was used to continue the surgery, extending the procedure by approximately thirty minutes. No other injuries occurred due to this event. The patient was discharged without complications. All available information has been disclosed. D10: concomitant med products and therapy dates: expressew iii suture guide device, (B)(6) 2024. H4. Correction: the device manufacture date has been corrected. H6. The health effect - impact code has been updated.